Event description:
It was reported that the customer is unable to proceed past the priming step on the insulin pump. The customer's blood glucose level was 193 mg/dl. The troubleshooting was performed. The customer was ask to disconnect from insulin pump and advised to hold down act until they received second series of beeps or numbers appear on the display. The customer stated that she heard a second series of beeps but no numbers display. The customer was advised after the troubleshooting that insulin pump need to be replaced. No further information was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.